Event description:
The manufacturer received information alleging a ventilator was alarming and would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced due to program corruption.